Manufacturer narrative:
Follow-up #1: date of submission 05/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: during investigation, the pump was returned with no evidence of moisture in the pump. A leak test passed as no leaks detected. The pump was opened and there was no moisture found. Unrelated to the original complaint, the audio tone alarm operates intermittently. The solder was found cracked on the piezo. The battery cap coin slot was found to be damaged and the cap was found difficult to remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.